Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. An additional MDR report was filed for this event, please see associated report: 0001825034-2021-01171. Reported event was confirmed by review of medical records and evaluation of complaint sample. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. One m2a-magnum mod hd sz 50mm item# 157450 lot# 687390, one m2a-magnum 12/14 tpr 42-50 +6 item# 239260 lot# 713300, one omni stem, one stem insert 0 degree, one liner item# unk lot# 538980, and one ceramic head unk item/lot were returned and evaluated. Upon visual inspection there was a stem insert stuck in the head and taper insert that could not be removed. There is visible black debris on both the stem inserts that were returned. There was some scuffing on the od of the mod hd. The ceramic head was returned inside of the liner with the liner showing indentation on the od. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 239260, m2a-magnum 12/14 tpr 42-50 +6, 713300, us157856, m2a-magnum pf cup 56odx50id, 441900. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10989.

Event description:
It was reported that a bilateral patient underwent right total hip arthroplasty and was revised due to pain and elevated metal ion levels. A pseudotumor was found during the revision. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of provided op notes. Review of the revision surgery notes confirms that the patient underwent revision right total hip arthroplasty due to painful right total arthroplasty secondary to articular surface wear from metal-on-metal articulation. The patient was found to have expected amount of synovial fluid with no evidence of infection. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.